Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was visually inspected, and corrosion was found in the idler gear bearing. There also was damage to the button pack assembly. A visual inspection confirmed hairline crack on enter led button exhibiting damage of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and confirmed to have damage to the cable assembly. The distal over-molded section of cable assembly located at zone b in the middle one-third of the endoscope cable was found delaminated. The endoscope was found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damage such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The complaint was confirmed by failure analysis. The probable root cause of the observed binding is attributed to component susceptibility to increased friction. The probable root cause of the observed corrosion is attributed to improper reprocessing conditions which may involve fluid intrusion into the endoscope. The probable root cause of the damage to the button pack assembly and mechanical damage paddleboard is attributed to mechanical damage during use or improper handling, which may include accidental drops of the endoscope. In some cases, extensive cracking leading to the button pack breaking off can occur, which is likely caused by improper cleaning during reprocessing. The probable root cause of the observed delamination and observed discoloration is attributed to adhesive susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) regarding a scope flip issue of the 30-degree endoscope plus. The tse provided the customer with troubleshooting steps, but the customer elected to resume the procedure without performing any troubleshooting. Logs review showed the endoscope was installed but did not recognize the up or down angle. No known impact or patient consequence was reported.